Manufacturer narrative:
Device not evaluated selected by mistake, the product has not been received for analysis.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead was oversensing noise triggering inappropriate mode switch episodes and noise reversion. No intervention was completed. The patient was stable and will continue to be monitored.